Event description:
It was reported that the device triggered elective replacement indicator (eri) on the (B)(6) and then triggered on the(B)(6) 2024. Further review of the data and the device battery appeared stable and what would be expected of eri for two months. No patient symptoms were reported.